Manufacturer narrative:
No unresponsive button was noted. All of the buttons functioned properly and no moisture damage or corrosion was noted to the keypad traces. However, the keypad connector was found unlocked. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, and a cracked casea t the display window corners. (B)(4).

Event description:
The customer reported via telephone call that the act button was unresponsive. The blood glucose reading was 202 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.